Event description:
It was reported that when the coag was set at 8, on two devices, the adenoid tip melted. There was no pt impact/injury.

Manufacturer narrative:
An investigation could not be performed because at the time of this report the product had not been returned for investigation. As additional info becomes available, a f/u report will be submitted.